Event description:
A user facility reported to olympus, the evis exera iii bronchovideoscope was stuck in the upper position and had issue moving in the up/down position. The event occurred during an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, high angulation, no flex back, control knob movement rough, control knob broken, and insertion tube crushed and failed ring gauge. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received from the customer that the event occurred during an unknown diagnosis and therapeutic procedure. The customer reported that the scope stopped flexing and extending during the procedure, and it blocked the patient's airway. The patient was already orally incubated with endotracheal tube prior to this event. The physician immediately withdrew the scope and anesthesia provided extra positive pressure to keep spo2 >95% on 100% fio2. Patient was stable and there was no patient injury. The procedure was successfully completed using another bronchoscope with delay due to switching of scope.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and the evaluation confirmed the insertion tube kinked and evidence of third repair on the insertion section from investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, according to the investigation results, the event may have occurred due to influence of the following: internal components of bending mechanism (a-wire, etc.) Broken by kink of the insertion tube, high angulation range, stayed in angulated position, angulation control knob rough, and components of bending mechanism were damaged during third party repair. Olympus will continue to monitor field performance for this device.